Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: no power issues were observed in the black box. No damage was found to the battery cap or battery compartment. The battery cap was able to secure to the pump. The remaining steps for the reported power issue was unable to be adequately investigated due to an unrelated alarm failure. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).